Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the objective lens broken, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the mechanical base plate corroded, the lg prong corroded, the lg prong top corroded, the electrical pin connector corroded, the lg connector corroded, the air nozzle missing, the water nozzle missing, the brand plate missing, the remote control buttons cut, the light guide cable cut, the ccd module with drive pcb defective, and the segment hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.